Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned in good condition. Visual inspection showed the pump was in good condition. Functional and accuracy testing were performed and could not duplicate the customer reported problem. The root cause of the issue was not determined as no problem was found. Preventive maintenance was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had volumetrics accuracy outside acceptable limits and requires recalibration. There was unknown patient involvement and unknown patient harm/adverse event reported.